Manufacturer narrative:
A field service engineer (fse) determined that there was a blockage in the tube for the rinse station, as well as dirty vacuum vessels. The fse flushed the rinse station tubing, bleached the vessels, and cleared the blockage. A precision check was completed and passed according to specifications. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The investigation was unable to determine a direct root cause of the tube blockage. The reported allegation could not be linked to any product issue. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The calcium gen.2 reagent lot number is 882078, and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 c702 module for five patients. Patient 1's initial result was 1.63 mmol/l, and the repeat result was 2.25 mmol/l. Patient 2's initial result was 1.77 mmol/l, and the repeat result was 2.42 mmol/l. Patient 3's initial result was 1.11 mmol/l, and the repeat result was 2.35 mmol/l. Patient 4's initial result was 1.82 mmol/l, and the repeat result was 2.47 mmol/l. Patient 5's initial result was 1.74 mmol/l, and the repeat result was 2.37 mmol/l.